Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 150 units of insulin. It was reported that the customer's blood glucose (bg) meter registered a "high" reading (over 500 mg/dl); however the exact value was not provided. The customer delivered a correction bolus via the pump. Review of pump data logbook confirmed that there was an drop in the insulin gauge from 90 units to 55 units. It was confirmed that the customer has manual injections available as alternate insulin therapy.